Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported leaking from the filter on a tri-fuse set during a hyperalimentation infusion, dosage and rate unspecified. The set was replaced and the infusion continued without incident; there was no report of patient harm.

Manufacturer narrative:
H6, conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of a leaking filter was confirmed. The set was visually inspected and no anomalies were observed. Functional testing and pressure testing confirmed a leak on the vent area of the filter. The root cause of the leak was not identified but is likely related to the filter vent membrane being wetted out.

Manufacturer narrative:
Additional information provided: d.4 & h.4.

Manufacturer narrative:
Correction e.1, initial reporter address.

Manufacturer narrative:
The affected product has been received, and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.